Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-45, lot# v015669, implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v013304, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-45, lot# v015669, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an unrelated spine surgery on the day prior to the report and it was reported that the ¿leads¿ were accidentally cut. The rep specified that two leads were cut but the patient had three; it was not clear what was cut or wasn¿t cut. The rep met with the patient on the day of the report to run an impedance check, but the implantable neurostimulator (ins) was not charged enough to interrogate or to do further diagnostic. The hcp instructed the patient to heal from her spine surgery, charge the ins and to call the rep to set up a system interrogation to see what actions/interventions needed to be done. Lastly, the patient stated that she kept the stimulation on all the time and it had been helping her. There were no further complications reported.